Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was not duplicated. The pump powered up to a clear and legible display screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, the battery compartment was found to have cracked along the side and below the grip pad.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the display was blank. The reporter stated that there was no evidence of moisture or corrosion in the pump and contrast reset or pump reboot did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.